Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the devices were not returned for analysis. Our investigation was limited to the review of the device history record for the masters series valve which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. A review of the sjm mechanical heart valve's device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 1997, this patient required a mitral valve replacement and a sjm mechanical heart valve (size/model/serial unknown) was implanted. On (B)(6) 2015, the patient required an aortic valve replacement and a 21mm sjm masters hp series heart valve was implanted. Per report, in the immediate postoperative period, one of the masters series valve's leaflets adjacent to the mitral did not coapt smoothly and there was reportedly asynchronous coaptation. On (B)(6) 2015, the patient required a redo aortic valve replacement secondary to regurgitation. The 21mm masters series valve was explanted and replaced with a 21mm non-sjm mechanical valve. The sjm mitral valve remains implanted. The patient was stable postoperatively.